Event description:
Consumer reports meter is giving inaccurate readings when testing against their other meter. Analysis run on clark error grid using competitive reading (48) as ref. Point vs. Bd reading (70) yielded data points in the d range of the grid, outside acceptable limits.